Event description:
It was reported by the customer that a bd pyxis medstation es system popped out wrong pocket with hydromorphone 2mg tablets when user attempted to access for a pocket with levothyroxine dose. Customer confirmed that the wrong medication was identified by the user and was not administered to patient. The customer stated that this could lead a patient safety issue if nurse administers the wrong medication to a patient in near future. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jun-2022 to 11- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it glitch led to the misallocated medication storage locations leading to incorrect pocket assignments in the dispensing system. The product service engineer resolved the issue by resetting the incorrect storage space key mapping in the system database. The field service engineer had downgraded rss 4.12 to 4.10 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer and product service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that incorrect pocket location was detected on station. A field service engineer downgraded the remote support service from version 4.12 to 4.10 to resolve and complaint file kept opening for monitoring, if any additional information becomes available, a supplemental MDR will be filed. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system popped out wrong pocket with hydromorphone 2mg tablets when user attempted to access for a pocket with levothyroxine dose. Customer confirmed that the wrong medication was identified by the user and was not administered to patient. The customer stated that this could lead a patient safety issue if nurse administers the wrong medication to a patient in near future. There were no adverse events or injuries reported based on this event.